Manufacturer narrative:
The fse (field service engineer) evaluated the instrument and found an overgrowth of bacterial contamination likely due to inadequate system maintenance. The fse decontaminated the flowcell and all ise (ion selective electrode) tubing, and the replaced the ratio pump to resolve the issue. (B)(4).

Event description:
A customer in (B)(6) reported their dxc 800 pro clinical chemistry analyzer generated erroneous low sodium (na) and potassium (k) patient results. The patient results were reported out of the laboratory; however there was no report of change in patient treatment in association with this event. The samples were rerun on a different dxc instrument with higher results. Quality control (qc) results before the event were within the laboratory's established ranges.